Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that new patient was not crossing over. A technical support specialist (tss) contacted the customer and explained that the patient had been discharged, which was why the patient did not appear on the station. The tss asked the customer to reach out to adt (active directory), interface to send a proper admission (a01) for the patient since the patient had already been discharged in the system. Later, the tss informed the customer that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system failed to display new patient details. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.